Event description:
A medtronic representative reported that, the navigation system computer becomes unresponsive and required a system re-boot to restore normal function. No harm to patient was reported.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. A medtronic representative, trouble-shooting at the site, deleted past patient exams and replaced the software. System functioning as expected. Suspect computer has not been returned to manufacturer. Not returned to manufacturer.